Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of the skin on an open orthopedic procedure, at the end of the surgery, when the surgeon was suturing, the 3 sutures came off the needle. Another suture was opened to close the wound to resolve the issue. There was no patient injury.